Event description:
During a lap left oophorectomy procedure the surgeon had problems from the beginning as on the first firing the staples did not form properly. The device was reloaded and it locked as entering the competitive trocar and would not release at all. There was no adverse pt condequence.